Manufacturer narrative:
(B)(4). Meter was evaluated with no defect found. Returned test strips produced lo reading. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 110 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of lo and lo. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/27/2016 and open vial date is month of november 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.